Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of physician pulls device out of patient during initial placement. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the surgeon placed the peg tube successfully after pulling it from the outside. In order to tighten the bolster that anchors the stomach wall, the physician pulled the peg tube too hard wherein the tube and the bolster came through the stoma site. The procedure was completed with a new endovive standard kit pull method. There were no patient complications reported as a result of this event. The patient's condition was reported to be normal.